Event description:
A customer reported to beckman coulter (bec) hotline support that cartridge chemistry (cc) creatinine (cr-s) urine quality control (qc) results on their unicel dxc 600 pro synchron system instrument were high. The customer performed troubleshooting with the assistance of hotline support via phone and found a leak where the cc sample syringe connects to the t-valve. The syringe was tightened and the customer then tested qc material for multiple analytes; results recovered low. Further troubleshooting revealed liquid on the reaction wheel cover indicating a possible leak from the sample and/or reagent probe(s). No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat and gloves while troubleshooting.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak at the cartridge chemistry sample probe collar wash. The fse replaced the cartridge chemistry sample syringe t-valve, tubing from the t-valve to the level sense bead and the cartridge chemistry sample probe collar wash to correct the leak and low quality control (qc) results. Multiple parts were replaced to resolve the leak and low qc; a cause could not be assigned.